Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome ( radiculopathies). It was reported there was an elective replacement indicator (eri) occurred about two weeks ago and there was no dissatisfaction with battery longevity. The patient reported the stimulator had not worked since day one. The patient said it rarely helps the pain and they only use it during bad weather/winter. The patient said they can¿t sit in their recliner and breathe unless their feet are in the air, and when they inhale they feel the stimulation and their feet start jumping. The patient was directed to their healthcare provider to discuss ins replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017 (B)(6). The patient stated that any movement would change their settings. They saw a manufacture representative (rep) many times and their healthcare professional (hcp) told them after six months that it was the best they could do. The device never working, elective replacement indicator (eri) and symptoms associated have not been resolved. No further complications were reported/are anticipated.